Manufacturer narrative:
Product event summary: analysis of the device memory indicated rv (right ventricular) oversensing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the right ventricular (rv) lead exhibited t-wave oversensing (twos). The rv lead was capped and replaced. No patient complications have been reported as a result of this event.